Event description:
A customer reported that a system message displayed and could not be cleared during procedure. The system was exchanged and the case was completed without harm to the pt. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).